Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set cannula was bent. The also had high blood glucose of 402 mg/dl at the time of the call. Last week the customer's blood glucose was 403 mg/dl. The customer treated with manual injections. The customer stated that the current blood glucose was low. The insulin pump will not be returned for analysis.